Event description:
Customer reported, "liquid is seeping through where the bottom valve is connected (the valve used to empty the bag and then closes and folds back.) Seal is not strong enough to hold liquid without leaking."

Manufacturer narrative:
Customer reported, "liquid is seeping through where the bottom valve is connected (the valve used to empty the bag and then closes and folds back.) Seal is not strong enough to hold liquid without leaking." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.